Manufacturer narrative:
They include a new low profile clip cartridge and an improved actuator shaft, both of which will fit the applier in question as well as the new model.

Event description:
Customer reports, single type cartridges were released from the lapro clip applier during laparoscopic assisted vaginal hysterectomy and they dropped into the operation area and in the abdominal cavity. The doctor picked them up immediately and exchanged the lapro clip for metal clips. No resultant injury is reported.